Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 450-500 mg/dl with large ketones. Ketone levels were identified as life threatening by health care provider. Customer administered a correction bolus to address elevated bg. Customers family member drove them to the emergency room where they were admitted to the intensive care unit with a bg over 500mg/dl. Reportedly, customer was treated intravenous fluids of saline and insulin and oral insulin. Customer was released (B)(6) 2023 with the issue resolved and no permanent damage. Additionally, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer¿s bg was 150-200 mg/dl.